Event description:
Paramedics responded to a person found unresponsive in a car that had been parked and running for approximately 30 minutes. The device was connected to the patient whose ECG was diagnosed as asystole. CPR and drugs were administered and the patient was transported to the hospital. While enroute, the patient's ECG improved from asystole to ventricular fibrillation. The paramedic charged the defibrillator to 200 joules but, according to the report, the device would not transfer energy to the patient. Power was cycled to the device and then it was charged up to 360 joules. The device shocked the patient but their ECG converted to asystole and paramedics could not bring the pt's ECG back to a shockable rhythm. External pacing from the device was administered and the patient delivered to the hospital where the code was continued but the patient did not survive. The reporter indicated that the delay caused by cycling power did not take more than 15 seconds without any delay in therapy.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio could not verify or reproduce the reported problem with the device. The device was returned to the customer for use.